Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they needed assistance with calibrating their sensor. They tried to enter a manual calibration into the insulin pump but the device would not allow them to input such a high blood glucose value. The customer's blood glucose at the time was 544 mg/dl. The customer declined troubleshooting at the time of the call because they were at work. Assistance and necessary information was provided. Nothing further was reported.